Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced hypoglycemia. The customer¿s low blood glucose level was 40 mg/dl. The customer was treated with juice. Customer declined transfer to insulin pump for low blood glucose troubleshooting. Customer also stated that insulin pump had lost communication alert. The device will not be returned for analysis.